Manufacturer narrative:
The device was received and evaluated by (B)(4). The complaint was confirmed. Pre-repair diagnostic assessment confirmed that the inner hose was disconnected. The unit was repaired and returned to customer. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a "loose hose." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.